Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event thepatient experienced: mobility. No further patient complications were reported.